Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a channel error. No further information is available.

Event description:
It was reported that there was a channel error. No further information is available.

Manufacturer narrative:
Correction: h.6. Device history: review of the sn (B)(6), service history record showed the device had a manufacture date of (B)(6) 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has been previously returned for service of an issue that was not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.